Event description:
Additional information received from the consumer reported that the circumstance that led to stimulation in the wrong location was that the patient had bladder retention and tried program 4 and it was not as effective. The step taken to resolve the patient's return of urinary symptoms and stimulation in the wrong location was that they changed to program 3. The stimulation in the wrong location had been resolved and the patient was voiding in larger amounts. The patient further reported that they wanted to check their settings and would be going to see their health care provider (hcp) on (B)(6) 2016 as they were trying to get better results. Since implant the patient was voiding more, but still had to catheterize 2 to 3 times per day, about every 12 hours. When the patient catheterized, they were getting smaller amounts, maybe 200 ccs. Prior to implant, the patient catheterized 4 times a day and every once in a while, 5 times a day. The patient's therapy was on program 3 at 0.85v. The patient started on program 1 for 2 weeks, then went to 3, then 4, but 4 did not work, so they went back to 3.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient was voiding, but their problem was retention. The patient had been voiding in larger amounts and when they catheterized they got less urine. The patient had the retention issue since they had bowel surgery in (B)(6) 2015 prior to implant, but the retention issue continued post-implant on (B)(6) 2016. Since implant the patient had been measuring and continuing to catheterize for residual. The patient followed-up with their health care provider (hcp) on (B)(6) 2016 regarding the issue and they suggested the patient try a new program, but didn¿t advise the patient on which program to try. The patient changed from program 3 to program 4 and stimulation was set at 0.95v, but they were not feeling any stimulation. The patient increased stimulation to 1.45v and felt an ache in their lower left buttock, not really like a flutter. The consumer further reported that the patient programmer was unable to power up on (B)(6) 2016. The patient changed the batteries with new batteries and the issue was resolved. The patient had a return of urinary symptoms in the last 5 days in (B)(6) 2016. The patient was having a little more trouble on (B)(6) 2016. The patient was currently on program 4 and had some improvement, but it was not as good as it could be. The patient was not getting as good of results on program 4 as they were on program 3 and wanted assistance changing programs. The patient wasn¿t getting good results on program 4. Over the patient had a 50 percent or greater reduction in their urinary retention symptoms and it had been a big improvement. The patient had stimulation in the wrong location on (B)(6) 2016. The patient just came up from their summer place and was getting out of the car and felt a lot more stimulation in the buttock area. The patient felt maybe it was due to more activity they were doing. Stimulation was not in the bicycle seat area and it was up a little higher. The patient changed from program 3 to program 4 and increased to where they felt stimulation comfortably in the bicycle seat region. The patient would make an appointment with their hcp. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.